Event description:
Caller reported he had ben-gay on his hands when testing and got a reading somewhere in the 400s mg/dl. He washed his hands and retest result within 10 minutes was 115 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.